Event description:
My omnipod app creates a do not disturb schedule which silences the alarms from my dexcom cgm. The result is a low blood glucose which does not raise an alarm. On the night in question, my blood glucose was low enough that the cgm could not determine the value and said only "low." This has happened 4 times now and could result in death if I am not alerted to the low and cannot take corrective action. I have contacted omnipod. One of their technical engineers told me that was not possible but reluctantly agreed to open an investigation after the third instance. The fourth occurred just after midnight on (B)(6) 2026 when I again had a low blood sugar. I had confirmed no do not disturb schedule named "do not disturn (omnipod 5) was present on my phone at bedtime. When I woke to the low blood sugar with symptoms, that dnd schedule was present and my alarm from my dexcom cgm had not been triggered. This could have resulted in my death. Omnipod is not taking appropriate or urgent action to prevent this. / product details: the omnipod app that communicates with my pump has 4 times now created a "do not disturb" schedule which silences the alarms from my dexcom g7 continuous glucose monitor. This results in not hearing alarms which prevent death from low blood sugar. Pt: 1912. Device: 2919. Ref: mw5190249. This report captures continuous glucose monitor.